Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the eighth and ninth clip were placed on the cystic artery. The surgeon was removing the gall bladder from the liver bed and two clips were seen shooting across the camera lens. A significant amount of bleeding occurred. The surgeon got a grasper and clamped down on the cystic artery. The surgeon converted to an open procedure. The surgeon used sutures on the cystic artery to control the bleeding. The surgeon then put some ties on cystic artery and the cystic duct. There was 400cc of blood loss, but the patient did not receive a blood transfusion. There has been an extended hospital stay for the patient. No further patient consequence was reported.

Manufacturer narrative:
(B) (4). Information anticipated, but unavailable at this time.